Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they just got the implant put in on friday and they were not feeling any stimulation sensation at all. Caller stated they went through all the different programs and they were told they shouldn't need to go over 4. Reviewed therapy information; stimulation expectations and general programming guidance. Patient said they went up to 3.8 and they finally felt it. Caller mentioned that they were supposed to check the lead from their previous implant out, but they didn't listen to them and didn't replace the lead. Patient added they think the lead isn't working but they were not told anything about it. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient will follow-up with hcp in (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va29wfz, implanted: (B)(6) 2020, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 15-jul-2022, UDI#: (B)(4), b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.